Event description:
Probe on endoscopic vessel harvesting system began to emit smoke. Was quickly removed from the pt. Unable to turn off broke. Probe discarded and another probe used without complications.